Event description:
Overdelivery reported. The pt was to receive mesna, unspecified dose, in 250cc of solution to run at 10cc/hr on an unspecified pump line. The total content of the 250cc bag was delivered in 20 hours. The pump "probably alarmed when the bag was empty", no other alarms were reported. No pt harm reported.